Event description:
It was reported there were telemetry issues. It was reported the patient charged ¿a few days ago¿ and on the day of report is not able to communicate with their device using the patient programmer or implantable neurostimulator (ins) recharger. It was noted the patient felt stimulation one day prior to report. It was reported a ¿short¿ physician mode reset was performed, but was not successful. It was reported this is not the first time the patient has experienced this. It was noted the health care provider ¿plans to replace¿ the patient¿s ins, but the date is unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).